Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient was implanted on (B)(6) 2016 with the subject ICD and 4 leads (ra, rv1, lv1 and rv2). On (B)(6) 2016, t-wave oversensing was reportedly diagnosed related to the rv2 lead, as well as loss of capture. A re-intervention was performed on (B)(6) 2016 and the rv2 lead was re-positioned. The patient was discharged on (B)(6) 2016. On (B)(6) 2017, the patient came to the hospital for the three-month follow-up visit. The defibrillation system seemed to be working well and no adverse events were reported.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was implanted on (B)(6) 2016 with the subject ICD and 4 leads (ra, rv1, lv1 and rv2). On (B)(6) 2016, t-wave oversensing was reportedly diagnosed related to the rv2 lead, as well as loss of capture. A re-intervention was performed on (B)(6) 2016 and the rv2 lead was re-positioned. The patient was discharged on (B)(6) 2016. On (B)(6) 2017, the patient came to the hospital for the three-month follow-up visit. The defibrillation system seemed to be working well and no adverse events were reported.